Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2023-02869 and 0001822565-2023-02870. D10: cat# 00-7713-011-00, lot# 61684370 mod ml taper fem st 11. Cat# 00-8757-048-01, lot# 61514529 continuum tm shell clust 48 gg. The customer has indicated that the product will not be returned to zimmer biomet for investigation as it¿s been discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial left total hip arthroplasty. Subsequently, the patient was revised approximately 11 years due to recurrent dislocations, instability, and pain. During the revision noted impingement of the neck hitting the cup and trochanteric. The stem and shell were well fixed and remained implanted. The head, neck, and liner were exchanged without complications. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected} updated: g3; h2; h3; h6 proposed component code: mechanical (g04)- head no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: an initial left tha was performed. A revision occurred due to recurrent dislocations, pain, and instability. During the rom evaluation, it was identified the neck was impinging on the cup. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: anatomic alignment of the left hip arthroplasty. Osteopenia a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.